Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The field observation of lead fracture could not be confirmed due to the condition of the lead as received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate therapy due to a fractured lead. Lead was explanted and replaced.